Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding and stroke are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient's caregiver called the vad coordinator stating that the patient had slurred speech and was not responding well. The caregiver stated that they had heard a "thud" in the other room, they saw the patient had dropped a battery on the floor and was connected only by the ac adaptor. It was stated that the patient had good flow on the lvad. But it was noted that the patient had slurred speech and was none responding. Patient was then brought to local emergency room (ER) where she was transferred to another hospital, intubated. It was further stated that support was withdrawn on (B)(6) 2017. It was stated that the pump would not be returned as it remained implanted and no autopsy would be done. No additional information available.